Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited literature case from japan was received on 11-aug-2017 from a physician via abstract: matsushita k, mihara y, okamoto f, ikeda t, kida t, uchimura n et al. Two cases of characteristic abscess formation under the abdominal wall where seprafilm was placed after gastrointestinal resection. Journal of japanese college of surgeons. 2017 apr 30;42 (2):286- 90. This case concerns a (B)(6) year old male patient who received treatment with seprafilm and experienced surgical site infection (ssi) of the incisional wound after 5 days and later after 7 days developed intraabdominal abscess. Patient underwent hartmann's pouch procedure for rectosigmoid colon cancer and had partial hepatectomy for metastatic hepatic tumor (performed 1 year and 2 months earlier). Pathological findings confirmed the disease stage as t3, n0, m1a (h1), pstage IV. Postoperative adjuvant chemotherapy with fluorouracil/ folinic acid (leucovorin) (5-fu/I-lv) was provided for 6 months and no recurrence had been noted, and thus the patient was admitted to undergo closure of artificial anus. No concurrent conditions and concomitant medication was reported. On an unknown date, midline incision in the mid and lower abdomen was performed. Adhesion was mild and no feature indicating recurrence was noted. Artificial anus was placed back inside the abdominal cavity and 5cmincision was made in the intestinal tract to be sutured with the trimmed rectum by double stapling technique, followed by placement of a drain in the douglas' pouch. On an unknown date, seprafilm was placed once (dose, form, route, lot number and expiry date: not provided) directly beneath the abdominal wall following gastrointestinal resection i.e applied to the site immediately under the incision wound. Operation time was 3 hours and the amount of blood loss was 400 g. Fluid intake was started 3 days after the operation, and on the same day, pyrexia with the body temperature of between 38 and 39 degrees c developed in the evening. On an unknown date, five days after the operation, redness and swelling appeared on the midline incisional wound. On an unknown date, 5 days after the placement of seprafilm, surgical site infection (ssi) of the incisional wound was diagnosed and staples were removed, followed by pus discharge. Then, administration of meropenem (mepm) was started and on the same day, food intake was started. However, pyrexia with the body temperature of 38 degrees c persisted, and computerised tomography (CT) performed on postoperative day 7 showed spindle-shaped fluid accumulation with the presence of gas inside it localized in the site immediately under the incisional wound on the abdominal wall and abscess formation was noted on the incisional wound. On an unknown date, after unknown latency, at 7 days after operation, abdominal computed tomography (CT) showed intra-abdominal abscess directly below the wound of the abdominal wall caused by ssi of the incisional wound was diagnosed, and ultrasoundguided abscess drainage was performed postoperative day 8 with discharge of 220 ml of pus, followed by placement of a drain. On postoperative day 13, drain was removed. Enterococcus avium and bacteroides fragilis group were detected from pus culture. In addition, the drain placed in the douglas' pouch was removed on postoperative day 10, and there was no pus discharge during the course. After that, rehabilitation was provided and the patient was discharged on postoperative day 29. Patient underwent drainage, leading to healing of the abscess. On an unknown date, abscess was resolved. Corrective treatment: drainage for intra-abdominal abscess and pus discharge, mepm for surgical site infection (ssi) of the incisional wound outcome: recovered for intra-abdominal abscess and unknown for surgical site infection (ssi) of the incisional wound a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Reporter's causality: associated seriousness criteria: important medical event for intra-abdominal abscess and hospitalization for surgical site infection (ssi) of the incisional wound additional information was received on 17-aug-2017 from a physician. Medical history was updated. Past drugs were added. Additional event of surgical site infection (ssi) of the incisional wound was added along with details. Laboratory test results were added. Clinical course was updated and text was amended accordingly. Additional information was received on 29-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited literature case from (B)(6) was received on 11-aug-2017 from a physician via abstract: matsushita k, mihara y, okamoto f, ikeda t, kida t, uchimura n et al. Two cases of characteristic abscess formation under the abdominal wall where seprafilm was placed after gastrointestinal resection. Journal of japanese college of surgeons. 2017 apr 30;42 (2):286- 90. This case concerns a (B)(6) male patient who received treatment with seprafilm and later after unknown latency developed intra-abdominal abscess. Patient underwent hartmann's operation for rectosigmoid cancer and then performed closure of colostomy. No past drugs, concurrent conditions and concomitant medication was reported. On an unknown date, seprafilm was placed once (dose, form, route, lot number and expiry date: not provided) directly beneath the abdominal wall following gastrointestinal resection. On an unknown date, after unknown latency, at 7 days after operation, abdominal computed tomography (CT) showed intra-abdominal abscess directly below the wound of the abdominal wall. Patient underwent drainage, leading to healing of the abscess. Corrective treatment: drainage, outcome: recovering. Reporter's causality: characteristic abscess formation under the abdominal wall where seprafilm was placed. (Possible) seriousness criteria: important medical event.

Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited literature case from japan was received on 11-aug-2017 from a physician via abstract: matsushita k, mihara y, okamoto f, ikeda t, kida t, uchimura n et al. Two cases of characteristic abscess formation under the abdominal wall where seprafilm was placed after gastrointestinal resection. Journal of japanese college of surgeons. 2017 apr 30;42 (2):286- 90. This case concerns a (B)(6) year old male patient who received treatment with seprafilm and experienced surgical site infection (ssi) of the incisional wound after 5 days and later after 7 days developed intraabdominal abscess. Patient underwent hartmann's pouch procedure for rectosigmoid colon cancer and had partial hepatectomy for metastatic hepatic tumor (performed 1 year and 2 months earlier). Pathological findings confirmed the disease stage as t3, n0, m1a (h1), pstage IV. Postoperative adjuvant chemotherapy with fluorouracil/ folinic acid (leucovorin) (5-fu/I-lv) was provided for 6 months and no recurrence had been noted, and thus the patient was admitted to undergo closure of artificial anus. No concurrent conditions and concomitant medication was reported. On an unknown date, midline incision in the mid and lower abdomen was performed. Adhesion was mild and no feature indicating recurrence was noted. Artificial anus was placed back inside the abdominal cavity and 5cmincision was made in the intestinal tract to be sutured with the trimmed rectum by double stapling technique, followed by placement of a drain in the douglas' pouch. On an unknown date, seprafilm was placed once (dose, form, route, lot number and expiry date: not provided) directly beneath the abdominal wall following gastrointestinal resection i.e applied to the site immediately under the incision wound. Operation time was 3 hours and the amount of blood loss was 400 g. Fluid intake was started 3 days after the operation, and on the same day, pyrexia with the body temperature of between 38 and 39 degrees c developed in the evening. On an unknown date, five days after the operation, redness and swelling appeared on the midline incisional wound. On an unknown date, 5 days after the placement of seprafilm, surgical site infection (ssi) of the incisional wound was diagnosed and staples were removed, followed by pus discharge. Then, administration of meropenem (mepm) was started and on the same day, food intake was started. However, pyrexia with the body temperature of 38 degrees c persisted, and computerised tomography (CT) performed on postoperative day 7 showed spindle-shaped fluid accumulation with the presence of gas inside it localized in the site immediately under the incisional wound on the abdominal wall and abscess formation was noted on the incisional wound. On an unknown date, after unknown latency, at 7 days after operation, abdominal computed tomography (CT) showed intra-abdominal abscess directly below the wound of the abdominal wall caused by ssi of the incisional wound was diagnosed, and ultrasoundguided abscess drainage was performed postoperative day 8 with discharge of 220 ml of pus, followed by placement of a drain. On postoperative day 13, drain was removed. Enterococcus avium and bacteroides fragilis group were detected from pus culture. In addition, the drain placed in the douglas' pouch was removed on postoperative day 10, and there was no pus discharge during the course. After that, rehabilitation was provided and the patient was discharged on postoperative day 29. Patient underwent drainage, leading to healing of the abscess. Corrective treatment: drainage for intra-abdominal abscess and pus discharge, mepm for surgical site infection (ssi) of the incisional wound. Outcome: recovering for intra-abdominal abscess and unknown for surgical site infection (ssi) of the incisional wound reporter's causality: characteristic abscess formation under the abdominal wall where seprafilm was placed (possible) seriousness criteria: important medical event for intra-abdominal abscess and hospitalization for surgical site infection (ssi) of the incisional wound additional information was received on 17-aug-2017 from a physician. Medical history was updated. Past drugs were added. Additional event of surgical site infection (ssi) of the incisional wound was added along with details. Laboratory test results were added. Clinical course was updated and text was amended accordingly.